Event description:
It was reported to manufacturer that the vns patient recently began experiencing random muscle spasms in the chest at the generator site. Additionally, it was reported that the patient was experiencing shortness of breath during the random muscle spasms, constant hoarseness, an increase in seizure activity, below pre-vns baseline, and migraine headaches 4 or 5 times a week. The physician performed normal mode, system, and magnet mode diagnostic tests following the onset of the events, and the results revealed normal device function. The physician subsequently disabled the device and the events have reported resolved. As a result, the physician has referred the patient to a surgeon to have the lead and generator replaced. Revision surgery is likely.